Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip on his right side. After his surgery, patient experienced physical injury, pain, bodily impairment, and high levels of toxic metals in his blood stream. Patient believes he will be required to undergo a surgical revision.

Event description:
Litigation papers allege:on or about (B)(4), 2007, patient was implanted with a depuy asr hip on his right side. After his surgery, patient experienced physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream. Patient believes he will be required to undergo a surgical revision.**update** (B)(4) 2011 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address elevated metal ion levels and pain. There is no new additional information that would affect the investigation.

Event description:
Update (B)(4) 2014 - medical records were obtained. Medical records indicate grinding and clicking, cloudy joint fluid, synovitis, and mostly fibrous ingrowth on the cup. The complaint and associated mdrs were updated. The information received does not affect the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.